Event description:
It was reported that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. It was determined that the episodes correlated to when the patient had an unrelated procedure. The noise was due to electromagnetic interference (emi). This pacemaker remains in service. No adverse patient effects were reported.